Event description:
It was reported that during a procedure of the unspecified vessel, the 3.0 x 15 mm trek balloon dilatation catheter (bdc) was inflated but could not be deflated. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent information received noted the lesion was in the right coronary artery (rca) and the 3.0 x 15 mm trek balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) for 30 seconds. Initially, the balloon could not be deflated; however, using negative pressure the balloon deflated and was removed from the vessel without reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.